Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of a segmental resection of the lung, the surgeon started firing the device, however the firing stopped halfway. They replaced the device with a by new reload and started the firing, however it also stopped halfway. They replaced it with a different reload and the surgeon pushed the green button and tried to fire the device, however they could not fire it. They used a new reload and the surgeon could fully fire the device, in spite of the handle being stiff. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were partially fired with the interlock engaged. Staple pushers were visible at the 4cm cut line for one reload and at the 1cm line for the second reload. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blade. Functionally, the reloads were loaded into a post market vigilance instrument, the interlock was overridden, and the reloads were cycled without hesitation or binding. All remaining staples were placed, and test media was cleanly transected for both reloads. The sutures at the distal ends of both reloads properly disengaged after complete firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.